Manufacturer narrative:
Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that a cartridge change error occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was not provided. Reportedly, customer will continue to use current pump for insulin therapy.